Manufacturer narrative:
Reporting institution &address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that device had a primary alarm failure. There's no patient involvement when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
During the evaluation, the service engineer reported that a low leak-co2 rebreathing risk error was observed. The se then entered the diagnostic mode and reported that the air delivery flow accuracy test verified the accuracy of the air flow sensor and blower. The se replaced the flow sensors. Further information has been requested regarding the primary alarm issue. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up, it was reported that the primary alarm failure was not found. No repair was performed for the initial failure (primary alarm failure) reported.